Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was blood on the outer surface of the shaft and balloon. There was blood in the wire lumen. The balloon was tightly folded. The distal tip was damaged. The hypotube was separated 29.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. Functional testing was performed by connecting a new toughy, stopcock, and inflation device (filled with water) to the distal fractured end of the catheter. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2013-07269 reportable based on analysis approved on (B)(6) 2013. It was reported that the balloon was unable to sufficiently post dilate the placed stent. Vascular access was obtained via the radial artery. The 85% stenosed, 3.7x17mm, concentric, de novo, containing a <=45 lesion bend and 30% ejection fraction target lesion was located in a severely calcified and mildly tortuous left circumflex (lcx) artery. The lesion was predilated with an unspecified balloon catheter resulting to 70% stenosis. A 3.5*16 promus element drug-eluting stent was then selected and implanted on the target lesion and a 15mm x 3.5mm quantum maverick balloon catheter was used for post dilation. When the balloon was inflated to 18 atmospheres for 30 seconds, it was noticed that the stent still could not fully deploy despite 3 attempts. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.